Manufacturer narrative:
The investigation determined that lower than expected vitros digoxin (dgxn) results were obtained from a single level of vitros therapeutic drug monitoring performance verifier (tdm pv) fluid lot u9721 using vitros dgxn slide lot 1930-0267-1892, tested on a vitros xt7600 system. The assignable cause of the event is an instrument related issue. The same quality control fluids were generating results within the expected ranges on an alternate vitros instrument on site. In addition, a vitros dgxn within-run precision test was outside of acceptance guidelines. An ortho field engineer (fe) went on site and discovered the shuttle spring was missing and the ear on the shuttle assembly that the shuttle spring was attached to was broken. The fe replaced the shuttle assembly and performed all necessary adjustments. A post service vitros dgxn within-run precision test was acceptable, indicating the service actions performed by the fe resolved the issue. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn slide lot 1930-0267-1892.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros digoxin (dgxn) results were obtained from a single level of vitros therapeutic drug monitoring performance verifier (tdm pv) fluid lot u9721 using vitros dgxn slide lot 1930-0267-1892, tested on a vitros xt7600 system. Vitros tdm pv lot u9721 dgxn results of 1.86, 1.58, 1.16, 1.41 and 1.87 ng/ml vs. An expected result of 2.45 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The affected quality control sample was a non-patient quality control sample. However, two unidentified samples were processed within the timeframe that could have potentially been patient samples. The customer made no indication that patient sample results were affected and there were no reported allegations of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).